Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on 2019-jan-29 regarding unknown patients receiving unknown medications (doses and concentrations unknown) via implanted infusion pumps. The indications for use were unknown. It was reported that the hcp had other patients that had the same thing occur with motor stalls. No further complications were reported or anticipated. Omitted information pertains to (B)(4)-hole/wound in back; (B)(4)--motor stall 2019-jan.